Manufacturer narrative:
The generator was returned in fair physical condition. The unit was functional and was running v3.51 software. The unit ran through all tests in the manufacturing and service process summaries and all the tests passed and all readings and outputs were within specifications. This is no reason to suspect this generator was responsible for the reported pad burn. The conmed pad is not recommended for use in the instructions for use. The site was improperly prepared as previously stated.

Event description:
Upon completion of knee arthroscopy surgery, a burn was noted at return pad site. The pad was a conmed pad. Hair was evident on the burn site indicating proper prepping was not done. The gel on the pad was undisturbed, which indicates the pad was never properly adhered to the patient's thigh. Staff noticed the machine was alarming while operating. Hospital's biomed personnel tested the vulcan generator/ foot pedal and determined it functioned properly. This generator that was used during this surgical procedure was the sales rep. Demo. Upon evaluation of the incident within the hospital, it was found the incorrect return pad was used (conmed), the affected leg was not properly prepped (hair not shaved), machine was alarming and the gel on the return pad was totally intact.